Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 467 mg/dl at the time of incident and other blood glucose is 281 mg/dl and 328 mg/dl. The insulin pump had no delivery alarm. Insulin exited. The insulin pump will be returned for analysis.